Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2011-08185 and 1627487-2011-08186. The pt received the scs system on (B)(6) 2011. It was reported that the pt had a strong surge when she moved while lying in the bed. The pt had to turn off the stimulation as the surgery was intolerable for her. The lead has migration. A revision is pending.